Manufacturer narrative:
(B)(4). Additional information: follow-up information ((B)(4) 2012): further information was received from a nurse and healthcare professional which medically confirmed this case. The nurse stated the patient was not hospitalized for the (B)(6) 2012 bacterial peritonitis event. The chief pharmacy officer was contacted, who stated that idpn samples were sent to a laboratory on a weekly basis. On (B)(6) 2012, four idpn lab samples were all negative at 14 days for fungal and bacterial growth. The nurse could not confirm the causes of death reported by the consumer ("infections and pneumonia"), but stated that the death was unrelated to dianeal therapy. This complaint for peritonitis - no malfunction or use error is not confirmed because the sample was not returned for evaluation and a batch review could not confirm the problem. The event description did not state any apparent use error or other issues that could have caused contamination that resulted in peritonitis. The cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number h12f09079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from baxter global pharmacovigilance and is a spontaneous report from a customer with supplemental information from a nurse of bacterial peritonitis, bloody effluent, and patient death in the USA. The patient began receiving intradialytic parenteral nutrition (idpn) in her dianeal solution bags in (B)(6) 2012. The patient was diagnosed with bacterial peritonitis in (B)(6) 2012 and an antibiotic treatment for the bacterial peritonitis was completed in (B)(6) 2012. No peritoneal dialysis (pd) re-training was done. The patient was hospitalized for bloody effluent later in (B)(6) 2012 and the patient was diagnosed with "recurrent bacterial peritonitis" during hospitalization. The patient continued to receive idpn in their dianeal solution bags until their admission into the hospital. The pd catheter was removed and patient declined to be switched to hemodialysis during hospitalization. The patient went into hospice care and was transferred to a nursing home on an unknown date. The patient died in the nursing home. It was unknown if the patient recovered from any of the events prior to her death. The cause of bloody effluent was unknown. The cause of death is unknown (death certificate not available).the nurse did not know anything about "infections and pneumonia" as the causes of death, as reported by the patient's husband. According to the nurse, the bacterial peritonitis and recurrent bacterial peritonitis events may have been related to the idpn in the dianeal solution bags. The nurse clarified "I think there may have been something that happened at the pharmacy facility when the idpn was added to the dianeal solution bags" and stated "I don't think the solution bags that came directly from baxter were related to the bacterial peritonitis, bloody effluent, or recurrent bacterial peritonitis." The nurse did not know if the bloody effluent was related to the idpn in the dianeal solution bags. The nurse also stated the patient's death was not related to the dianeal solutions or the idpn. No further information at this time.